Event description:
On (B)(6) 2013 avid medical received a complaint from (B)(6) hospital ((B)(6)) stating that two holes were found on either side of probe cover microtek item #pc1290ns after use. We contacted the hospital on (B)(6) 2013 to obtain further info and were directed to (B)(6) who explained that there was fluid put in the probe cover before placing the probe in the cover and it was noticed after the probe had been used that there was fluid coming out of the probe cover on both sides along the edge. (B)(6) confirmed that there was no pt injury at that time. It was further reported to us on (B)(6) 2013 by (B)(6) hospital ((B)(6)) that the pt on which the complained probe over was used had been readmitted to hospital a week after the original surgery as a precaution because the pt showed slight signs of infection. We contacted (B)(6) on (B)(4) 2014 and she stated that the pt was fine.